Event description:
It was reported by a company representative that during a generator replacement surgery for the patient, a lead fracture was found. The company representative interrogated the explanted generator and confirmed the device was near end-of-service. There was no knowledge of the lead fracture prior to the surgery. The lead was replaced. It was reported that the lead was already broken and was verified by the or staff. The explanted devices were received by the manufacturer. Analysis was completed for the returned lead on 04/12/2018. The majority of the lead assembly, including the electrodes was not returned for analysis. Therefore, a complete evaluation could not be performed. The coil appeared to be broken in multiple locations. Scanning electron microscopy was performed and identified the areas as having evidence of being worn to the point of fracture with flat spots and residual material on coil surface and no pitting. The abraded openings found on the outer and inner silicone tubes most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer and inner silicone tubes. What appeared to be white deposits were observed in various locations. With the exception of the observed discontinuities and abraded openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Additional relevant information has not been received to-date.

Event description:
Analysis was completed for the returned generator. An end-of-service warning message was verified. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Electrical evaluation showed that the pulse generator performed according to functional specifications with the exception of the expected low battery voltage. With the pulse generator case removed and the battery still attached to the printed circuit board assembly the battery measured 2.382 volts, confirming a near-end-of-service condition. The electrical test results showed that the printed circuit board assembly performed according to functional specifications. The electrical performance of the generator will be used to conclude that no anomalies exist and the near-end-of-service condition is an expected event. There were no other additional performance or any other type of adverse conditions found with the pulse generator.